Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they did not receive an alert on the g5 mobile application. It was indicated that their blood glucose was below 4.4mmol/l. The patient was hypo-unaware and collapsed onto the bathroom floor. The patient stated they treated themselves by drinking lucozade glucose. The patient went to the hospital and had an x-ray performed and it was indicated that because of the fall, the patient fractured their foot. No additional patient or event information is available. Data was provided for evaluation. A review of the downloaded data log did not confirm the reported no alert on the g5 mobile application. A root cause could not be determined.